Event description:
It was reported that a medical resident performed a central venous catheter (cvc) insertion in 2009, on a patient in the emergency department. The resident claimed the spring wire guide (swg) would not come out of the patient and required assistance from another clinician. There was no injury to the patient. Additional information received from the sales representative one week later stated the swg was sheared and was removed from the patient. There are no further details available.

Manufacturer narrative:
Sample will not be returned for evaluation.